Event description:
Reporter alleged discrepant back to back blood glucose values of 240, 110, 180, & 160 mg/dl when all tests were performed within 10 minutes. As a result of the comparison, no actions were taken or treatment reportedly received. A request was made for the return of the suspect product and replacement product was sent.